Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On (B)(6) 2017 site reported that the imaging system was functioning normally. No evaluation has been performed as no confirmation has been provided by the site to have a medtronic representative perform a system checkout and evaluation. Normally. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A site representative reported that while outside of a procedure when attempting to perform a rad gain calibration for the imaging system, the system would not boot up fully. Rebooting the system several times did not resolve the issue. There was no patient present at the time of the issue.